Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of complication associated with device ('had complications from essure after having it for several years, had arranged hcp to remove essure') in an adult female patient who had essure (batch no. 880430) inserted for permanent contraceptive tubal implant. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the complication associated with device outcome was unknown. The reporter considered complication associated with device to be related to essure. Most recent follow-up information incorporated above includes: on 7-may-2021: mr received-lot number were added we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of complication associated with device ('had complications from essure after having it for several years, had arranged hcp to remove essure') in an adult female patient who had essure inserted for permanent contraceptive tubal implant. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the complication associated with device outcome was unknown. The reporter considered complication associated with device to be related to essure. Quality-safety evaluation of ptc: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 28-apr-2021: pfs received. Reporters and insertion and removal dates were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of complication associated with device ('had complications from essure after having it for several years, had arranged hcp to remove essure') in an adult female patient who had essure (batch no. 880430) inserted for permanent contraceptive tubal implant. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced complication associated with device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (removal on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the complication associated with device outcome was unknown. The reporter considered complication associated with device to be related to essure. Lot number: 880430, manufacture date: 2011-07, expiration date: 2014-07. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.